Event description:
It was reported the customer received a button error alarm. The customer also stated their buttons were unresponsive. It was also found the customer had replaced their battery, but the alarm persists. Customer also stated their buttons were not pressed for three minutes or longer. Customer's blood glucose was 11 mmol/l. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump received with minor scratches on liquid crystal display window and cracked case at display window corners.